Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The pin in the socket became bent when the video connector was connected with foreign objects forcefully to the video connector socket. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The asset device was returned to the service center. The evaluation confirmed the reported malfunction as the pin inside the video connector socket was bent. The device was repaired and returned to asset stock. A review of the device's repair history shows the asset was last service via repair on april 6, 2021, due to damaged connector pins. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The visera elite video system reportedly had a connection malfunction during preparation for use, as there was a bent pin where you plug in the camera head. No patient injury or harm was reported.